Event description:
The caller alleged discrepant results when compared with another poc meter and the lab. The following results were reported: inratio-1.3, 1.4 (retest); coaguchec-3.5, 3.7, lab-3.7 (draw performed within 10 minutes).